Event description:
During testing at the user facility, the device did not alarm when air was in the tubing distal to the device. The device was returned to the biomedical dept with an unsigned note that stated, "when you turn it down it beeps even if plugged in." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.